Event description:
The patient had a competitor surgery on an unknown date. On the (B)(6) 2024, the patient sustained an acetabular fracture and the surgeon revised the competitor cup and liner to a medacta cup and liner. On the (B)(6) , the patient came in reporting pain due to the acetabular fracture not healing. Even if the medacta cup did not present any issue and was integrating in the bone as expected, the surgeon chose to revise the medacta cup, liner and screws to a competitor's implants in order to promote better bone growth in the acetabulum. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2024 lot 1905360:(B)(4). Items manufactured and released on 19-09-2019. Expiration date: 2024-09-09. No anomalies found related to the problem. To date,(B)(4). Items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.